Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report. Device evaluation in progress.

Manufacturer narrative:
Conclusion - the complaint can be verified. Result main findings: based on the history analysis the pump had a high power consumption. A defective component in the power supply path leads to a leakage current. Therefore a battery change has to be performed frequently. Menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.

Event description:
Patient reported a short lifetime from the battery of the infusion device. Patient stated the infusion device is only 4 weeks old. Preliminary evaluation found the menu button of the infusion device does not respond. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of and received the alleged infusion device for evaluation.